Event description:
It was reported that the patient fell while using the maxi 500 floor lift and sustained an injury. Based on the available information and the assessment of our clinical specialist, the injury is considered serious due to the need for hospitalization. The customer did not provide any additional information. An evaluation of the device did not reveal any malfunction.